Event description:
--

Manufacturer narrative:
Upon additional information this event will be updated.

Manufacturer narrative:
Additional information provided that this patient was presented to the hospital for a revision procedure. During the procedure after an x-ray as well as measuring the electrical measurements the physician believed that this lead was not damaged. Noise was not reproduced when device was not connected to the lead but noise was present when device was disconnected from this lead. It was suspected that there was no issue with this lead thus the lead remained implanted while the device was explanted and replaced. No adverse patient effects were reported following the procedure.

Event description:
Boston scientific received information during a follow up noise was seen which resulted in an inappropriate shock. The physician suspected a right ventricular (rv) lead fracture. No adverse patient effects were reported. At this time the lead remains implanted.